Event description:
The technician reported the left foot brake caster has no steer or brake function and would not hold in brake mode. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left foot brake steer caster was worn. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. The left foot caster was replaced to resolve the issue. Based on this info, no further action is required.